Manufacturer narrative:
The field service engineer replaced the sipper 2 assembly,since this action was performed the analyzer has been running within specification. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
This event occurred in (B)(6). Upon review of the alarm trace for e 601 analyzer serial number (B)(4) abnormal probe movement alarms occurred on the day of the event. The alarms also indicated a system reagent volume was inadequate. The field service engineer ran performance testing and no problems were observed. Calibration and controls were run; all recovered acceptably.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys troponin I stat immunoassay on a cobas 6000 e 601 module (serial number 26e4-01). The first sample also had discrepant troponin I results when tested on a second e 601 analyzer (serial number 2554-10). All initial sample values were reported outside of the laboratory to a doctor. The first sample was initially tested on e 601 serial number 26e4-01, resulting with a troponin I value of 0.537 ug/l. The sample was repeated on e 601 analyzer serial number 2554-10, resulting with a value of 0.154 ug/l. The sample was repeated again on e 601 analyzer serial number (B)(4), resulting with a value of < 0.100 ug/l accompanied by a data flag. The second sample was initially tested on e 601 serial number (B)(4), resulting with a troponin I value of 0.629 ug/l. The sample was repeated on e 601 analyzer serial number (B)(4), resulting with a value of < 0.100 ug/l accompanied by a data flag. The sample was repeated again on e 601 analyzer serial number (B)(4), resulting with a value of < 0.100 ug/l accompanied by a data flag. The third sample was initially tested on e 601 serial number (B)(4), resulting with a troponin I value of 0.520 ug/l. The sample was repeated on e 601 analyzer serial number (B)(4), resulting with a value of < 0.100 ug/l accompanied by a data flag. Troponin I reagent lot number 386737 was used on one of the two analyzers, but it is not known which one. No additional reagent lot or expiration date information was provided.